Event description:
It was reported that during a post procedure follow up, dislodgement of the right ventricular (rv) lead was observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
An event of lead dislodgement was reported. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification.